Event description:
It was reported that the customer was hospitalized due to high blood glucose. The last blood glucose reading was 18 mmol/l. The blood glucose reading at the time of the event was 21 to 25 mmol/l. Customer stated that the insulin pump alarmed no delivery alarm repeatedly before the hospitalization. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see report # 3004209178-2013-98125.